Event description:
It was reported that an occlusion alarm occurred. System check was started with tandem technical support (tts) however, customer was unable to complete the check. Reportedly the customer will change pump supplies to address the issue. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by correction bolus via pump.